Event description:
Post market surveillance: jaguar. Cage subsidence. Does alendronate disturb the healing process of posterior lumbar interbody fusion? A prospective randomized trial (nagahama, k.) Publication date: apr 2011. N=6 cage subsidence.

Manufacturer narrative:
No follow up report is anticipated as the product has not been returned. The source of the report is the following literature source: ¿does alendronate disturb the healing process of posterior lumbar interbody fusion? A prospective randomized trial (nagahama, k.) Publication date: apr 2011.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.